Event description:
On (B)(6) 2009, patient reported her infusion device does not give confirmation beeps during certain time periods. Patient reports it is often during the morning hours. She stated it will show the correct amount on the screen, but she is not receiving the beeps or vibrations when dialing in the amount. Patent reported it only happens in the morning time. Checked her beep volume, it is set at 3 bars; increased it to max volume. Alerts are set to beep and vibrate. Had patient program a bolus in the air and she received confirmation beeps and vibrations. On call back on (B)(6) 2009, patient stated she attempted a bolus immediately before calling and did not hear the beeps or feel the vibration but the infusion device screen displays standard bolus. Had her disconnect the infusion tubing from her infusion site and attempted to deliver a quick bolus; infusion device screen displayed standard bolus and the infusion device did emit a beep or vibration. Patient stated she notices this issue once per day. On call back on (B)(6) 2009, patient reported she is still experiencing the same issue with the vibroalarm feature not working. She stated when she boluses, the infusion device will not vibrate/beep and the issue is intermittent. Patient reported it occurs "on and off". No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.